Event description:
It was reported that "several" metal particles were noticed during a knee arthroscopy procedure while the device was inside the pt's knee. The pt's knee had been continually irrigated during the procedure with an irrigation pump via a cannula, but there was "no way to determine if all of the microscopic particles were removed." Another shaver was used to complete the procedure. There was no apparent or detectable pt injury or consequence.

Manufacturer narrative:
Final device investigation found no discernible rubbing between the inner and outer shafts when the device was function tested. The device ran smoothly in the hand piece when connected to a generator. The left side of the shaver was still sharp, and the right side had only a minor amount of dull areas consistent with use in the field. The complaint could not be confirmed.